Event description:
The patient experienced a loss of therapeutic effect following a fall while skiing. Her retention symptoms had returned and she did not feel the stimulation like she used to. She had been admitted to the hospital because she had hurt her arm and may need surgery. She was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B)(4)